Event description:
The customer tested his blood glucose and rec'd a reading of 193 mg/dl from his contour meter and a reading of 101 mg/dl using another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned at this time.